Manufacturer narrative:
Interconnection cable was found with broken wires by the facility clinical engineer. Facility clinical engineer replaced interconnect cable. Service call was cancelled.

Event description:
It was reported that the 9800 system has a lift motor issue (not functioning). No report of pt injury.